Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the patient had pain in the pump site. The patient¿s other physicians were thinking the pump was pressing on the patient¿s insides. It was noted that the patient was small. They have been titrating the pump to the lowest dose in order to remove the pump. The pump was used to infuse morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.